Event description:
It was reported that during a planned surgical procedure to revise the extension, it was observed that there was no plug in the second header block channel of the implantable neurostimulator ins. The silicone portion of the plug was found in the tissue. It was not possible to insert a new plug as the metal portion of the plug was still present in the channel. It was noted that there were no actions required as a result of the event. No injuries were reported and the patient outcome was reported as "ok." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Extension model unknown, serial # unknown, implanted: unk, explanted: unk. Analysis of lead accessory, model 3550-29, lot # unk, showed that the connector leg was broken. It was observed that the molded rubber plug was broken/torn at the metal sleeve with cosmetic cuts noted.

Manufacturer narrative:
Lead accessory kit (plug and boot) model 3550-29 lot# unknown implanted: unk explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.